Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v969906, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms and going to the bathroom. The issues began after her fall on concrete. A couple spots on the lead also got blocked out. The patient needed an MRI, which was unrelated to the implant, and since the implant was not working, the patient had the implantable neurostimulator (ins) and lead explanted. The patient had an appointment with the healthcare professional (hcp) on (B)(6) 2016. The fall and subsequent issues occurred in (B)(6) 2016 and the explant occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.